Event description:
Reportedly, the head nurse unpacked the xience prime 2.5 x 18 and while trying to pull off the protection of the stent she recognized that the distal part including the stent was separated from the proximal part of the delivery system. The separation occurred during removal of the protective sheath; however, there was no resistance felt during removal of the protective sheath. The xience prime was not used in the patient anatomy and was replaced with another device. A clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation/detachment was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.